Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. During the procedure, with the motor drive unit (mdu) on, the catheter twisted when the guide catheter bounced. The device was slowly pulled out and removed together with the sheath. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).